Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Moreover, after analysis, it was concluded that the dental implant had to be removed due to a fracture in the connection. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported that on the day of attempted placement, the implant did not achieve primary stability in ada site 7 in type I bone, another implant was not placed in the same site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement, the implant did not achieve primary stability in ada site 7 in type I bone, another implant was not placed in the same site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.